Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected the system was in clinical use when the issue was identified. The planned procedure was completed by moving the patient to other room. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse confirmed that the pdu have malfunction. Upon troubleshooting fse identified that the m cabinet power supply and fan tray were not producing power. To resolve the issue, the fse replaced the pdu fan tray and dcps and return the part for further analysis and psu4 were found to be defective. Philips has initiated corrective action. After replacing the pdu fan tray and dcps, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.